Event description:
Philips received a complaint on the dfm100 device indicating: alarm : ECG malfunctioned. The asp evaluated the device. It was determined that this was a malfunction of the cbl 3 lead ECG trunk, which was replaced along with cbl 3 leadset, snap. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Phone number: (B)(6).